Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector was damaged. Analysis also found the left and right lower hinges and rear display cover were broken, cable bay latch was broken, the cooling fan was noisy, and the company logo button was missing. It was noted an error was found in the programmer software history.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer can be started but there is a problem with the telemetry entry. The programmer is expected to be returned for repair. There was no patient involvement.